Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high pacing impedance measurements and the patient experienced chest discomfort. An x-ray was performed and no significant change in position of the rv lead was observed. The plan is to check with the physician to confirm the cause of the reported observation. Dislodged and perforation was not visible on fluoroscopy. Subsequently, a revision procedure was performed, and the symptoms resolved and impedance was stable. Currently, this rv lead remains in service and no additional adverse patient effects were reported.